Manufacturer narrative:
H6. The codes have been updated to reflect the most current coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that ever since they have been implanted, they have felt a pulling and pain that has been with them every day. They spoke with their surgeon at the time about the issue. They were looking for physicians familiar with the device to address the issue.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type extension product ID 3708660 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type extension: fdc code 22 applies to the extensions, the ins remains coded with fdc 92. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that after implant they felt a pulling sensation in the neck area before they were programmed. The patient reported that the sensation persisted after the second side was implanted and the first revision was done. The patient reported having three revisions with no change to the pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was experiencing pain around their implant and in their scalp. They already met with a healthcare provider (hcp) about the pain however nothing was done to help it. The patient was scheduled to follow-up with their hcp to determine the cause of the pain. No further complications were reported as a result of this event. Additional information was received from a healthcare provider (hcp). It was reported that there was no cause of the pain determined. A revision was performed without relief. Neurosurgery did not think there was anything else they could do for the patient, who sought a second opinion and received the same answer. There has been no improvement with the revision, time or therapy.